Event description:
Information was received indicating that during testing the pump failed accuracy at+16.5%. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damaged. Tamper seals were intact. There was no evidence of the error or reported problem recorded in event history log. The reported problem was duplicated at power up. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The investigation found that the inaccurate delivery was the cause of the reported problem. For corrective action the expulsor assembly was replaced. The root cause of reported problem was unknown. Product is beyond 19 years from manufacture date of 2003-03 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation.